Event description:
Intraoperative anaphylaxis during tissue aortic valve replacement, occurred very late in case (during 3rd sternal closure). Hypotension, full body rash, facial oedema including periorbital. High peak pressures. Managed with adrenaline, hydrocortisone, vasopressin. Anaesthetic review: likely culprits are either blood products or surgical [surgiflo haemostatic matrix kit with thrombin, artg 280654, batch 268037, expiry 31/10/23 per m60.05] as no new anaesthetic agents were introduced this late in case. However great care should be taken if administering agents patient received during case until anaesthetic allergy clinic appointment. Patient given anzaag allergy letter. Formal notification to blood bank, incident report to pathology department.